Manufacturer narrative:
Investigation found that pump showed impact brent/damaged platen. Platen was replaced to resolve the issue.

Event description:
Information received indicates that pump's platen door is bent.